Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician inflated the opta pro 4 x 4 percutaneous transluminal angioplasty (pta) balloon catheter with a ten (10) ml syringe (no manometer), but no pressure built up. On fluoroscopy, a contrast leak was noted on the balloon tip. There was no reported patient injury. The procedure was completed with another like product. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: mildly calcified, 3.0 mm length, reference diameter 4 mm, and type b2. The product was prepped properly according to the instructions for use (IFU). No anomalies were noted during prep.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the physician inflated the opta pro 4 x 4 percutaneous transluminal angioplasty (pta) balloon catheter with a ten (10) ml syringe (no manometer), but no pressure built up. On fluoroscopy, a contrast leak was noted on the balloon tip. There was no reported patient injury. The procedure was completed with another like product. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: mildly calcified, 3.0 mm length, reference diameter 4 mm, and type b2. The product was prepped properly according to the instructions for use (IFU). No anomalies were noted during prep. The product was returned for inspection. A non sterile opta pro 4 mm x 4 cm was received. The balloon was pleated; dry inflation media was observed in it. No other visual anomaly was observed on the received unit. An attempt to inflate the balloon was made. The balloon could not be inflated; a leakage was observed on it. A scanning electron microscope (sem) analysis was performed to evaluate the balloon of the received unit. The results showed that the balloon exhibited evidence of abrasions near the leak holes. The balloon inner surface showed no evidence of damage. The leak-holes were found in the same axis. The marker bands exhibited no evidence of damage or anomalies whatsoever. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon leakage was confirmed; the cause of the leakage was two holes on the balloon. The exact cause of the holes on the balloon could not be conclusively determined; however, based on the analysis findings of external abrasions it appears that procedural factors, possibly vessel characteristics, contributed to the event. Controls are in place to prevent balloons with this type of damages from leaving the facility. Based on the available information, the analysis of the returned device and the device history record review, there is no indication that the balloon leakage is related to the device design or manufacturing process and procedural factors may have contributed; therefore no corrective actions will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.